Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed to power on. Upon evaluation, the table board and connector j502 on the computer analog board were found to be contaminated with mold. The inability to power on was caused by the contamination. The cause of the mold was ingress of an unk liquid. The root cause for the liquid ingress was unable to be positively identified. No adverse event resulted from the defective monitor. The last pt to use this device did not report any deficiencies.

Event description:
Review of svc data detected a reportable event. Upon servicing, monitor sn (B)(4) failed to power on. The last pt to use this device did not report any deficiencies.